Event description:
It was reported that a nsln event was observed. The device was intermittently undersensing on the discrimination channel. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.